Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corp. That an excelon transbronchial aspiration needle was used during a bronchoscopy. According to the complainant, after obtaining the specimen, the physician was unable to retract the needle. The problem occurred as the physician was attempting to withdraw the needle through the scope. The physician stated that the anatomy was very tortuous, and that the catheter could have kinked because of prolonged tugging on the device. The procedure was completed with this device, enough sample was obtained to complete the procedure. There have been no complications or injury to the pt due to this event. It was noted that the pt was fine post procedure.